Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump were scrolling when trying to deliver a bolus. Blood glucose value was 400 mg/dl. The customer changed the battery and received a battery out limit alarm. The customer was assisted with clearing the alarm, doing rewind and prime, but when she tried to bolus the up button got stuck. It was advised to discontinue the use of the device and revert to a backup plan. The customer stated she had called before and was in the process of getting the insulin pump replaced.